Event description:
It was reported that during a lung procedure, after loading the first magazine, the instrument could not open. The surgeon tried to cut and staple to remove the device from the patient. Suddenly the device could open, but the reload fell out of the instrument. The cartridge fell into the situs, the cartridge was retrieved with a forcep through a trocar. The staples were malformed. On the third use; they tried both methods for opening and the device opened. Because more cutting and stapling was required, the surgeon reloaded the device again with a second reload. After firing the instrument, the staple line was not correct, but the instrument cut correctly. Again the endo gia was used to try to close the wound, but the staple line wasn't enough. The surgeon used the device with a third magazine. Again the instrument would not open, but did after some time and only with much power. The patient is okay.